Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with cervical spondylotic myelopathy for anterior cervical decompression fusion. C3-c7acdf was performed for cervical spondylotic myelopathy accompanied by c4/c5/c6 collapse. Levels implanted was c3-c7. It was reported that post-operatively, the bone graft backed out early after the operation, and the screw backed out. The patient had a symptom of cervical part pain. The patient's own iliac was used as the bone graft. In the reoperation, the implant was reinstalled, so the product was not explanted.